Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having sinus infections, dry eyes, mucus, dry mouth/throat, congestion problem. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having sinus infections, dry eyes, mucus, dry mouth/throat, congestion problem related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged to having sinus infections, dry eyes, mucus, dry mouth/throat, congestion problem.there was no report of serious patient harm or injury. There was no medical intervention required by the patient. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/23/2023 for further evaluation. The device was evaluated on 08/14/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation observed an unknown contaminant on the outside of the device along the bottom, around the iso port, inside the iso port, and inside the accessory module port. An unknown dust contaminant was present on the top enclosure, pca, side panel, humidifier connector cable, manifold, blower box, sound abatement foam, bottom enclosure, and inlet seal. Evidence of liquid ingress with mineral deposits was observed on the blower, blower seal, and blower box. Able to confirm the presence of degraded sound abatement foam. During the investigation to the humidifier observed an unknown contaminant on the water tank, flip lid, flip lid seal, side panel, and bottom enclosure. Liquid ingress with mineral deposits was observed on the water tank, dry box, dry box seal, and inlet seal. The flip lid had a broken tab. The screw bosses on the bottom of the humidifier appeared to be corroded and broken, therefore the heater plate was unable to be investigated. The device's downloaded event log was reviewed by the manufacturer and review of the error logs shows the machine had 20279.9 blower hours, 20266.3 therapy hours, and 32 errors were logged. There were 2 instances of e-65 (err_stuck_encoder_a), a continue error, and 30 instances of e-66 (err_stuck_encoder_b), a continue error. The continue errors happened within the same day therefore they trigger a level reboot. The manufacturer concludes the issue of degraded sound abatement foam is addressed. In this report, section d9, g3, h3, h6 has been updated or corrected.